Event description:
It was reported that pump experienced a cartridge alarm. There was no adverse impact to the customer's blood glucose level. Customer used insulin pen as backup, and technical support arranged pump replacement.